Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. A completed questionnaire was received on (B)(6) 2013. (B)(4).

Event description:
A consumer reported that following bilateral intraocular lens (iol) implant surgery, she experienced poor distance vision and rings of glowing light with streaks. She has been unable to drive or work. Add'l info was received from the surgeon who reported the event continues; the consumer has not adapted to the multifocal iol's. Her best corrected vision is decreased in both eyes. The surgeon reports there were no problems found that were associated with the lenses. There are two medical device reports associated with this event. This report is for the left eye.